Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to fields (a1, d9, and g2) and to provide an update to field (h3). The device was evaluated by olympus, and part of the rubber valve of maj-210 is breaking. Additionally, another lot of the device was used to reproducibility confirmation. Olympus has confirmed that if the endo-therapy accessory and syringe are inserted and removed from this product attached to an endoscope while the endo-therapy accessory and syringe are tilted, the rubber valve will be damaged and fall off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to repeated insertion and removal of the endo-therapy accessory, etc. Subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. However, the specific root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: -9.4 feeding and aspirating solution with a syringe "insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary." -9.5 inserting and withdrawing the endo-therapy accessories "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a diagnostic endobronchial ultrasound with guide sheath (ebus-gs) procedure, a black foreign object fell from the broncho videoscope and into the trachea. The fallen fragment was reported to be approximately 2mm x 3mm and was collected endoscopically. The time required for collection was approximately 3 minutes. The scope was replaced and the procedure was completed. There was no reported patient impact. Upon evaluation of the device, the fallen foreign object was determined to be the single use biopsy valve as the component analysis showed the materials matched, and the shape of the rubber part and the foreign object matched.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following patient identifier: (B)(6).